Event description:
It was reported that the stenoscope system had poor image quality with the imaged too white and washed-out. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.